Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use ligating device's "hook" was stuck inside of the channel and could not be pulled out. This event occurred during a therapeutic purse suture and polyp ring procedure. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
No additional information was received by the customer.

Manufacturer narrative:
This supplemental emdr is being submitted to provide an update to the lot number and manufacturing date. Updated field: d4, h4. If additional information becomes available an emdr supplement will be submitted.

Manufacturer narrative:
Update to b1, b2, b5, h1, h6 this report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after ligation of a polyp during a therapeutic suture ligation and polypectomy using a snare, the ligating device became stuck and unable to be withdrawn through the endoscope channel. The loop/sheath was left inside the patient. An additional surgical procedure consisting of a resection along with lymph node dissection was performed on (B)(6) 2025, and the retained ligation device was removed. It was additionally reported that the patient has cancer that has metastasized and will require surgical resection of the entire segment in the later stages. Due to peritonitis and a fistula opening in the colon, which were unrelated to the olympus device, the patient is currently under observation in the gastroenterology department. A purse-string suture closure is being performed to control the infection. The lesion is located at the rectosigmoid junction.